Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient changed her infusion set and when she put it in her belly while leaning on the counter top, it hurt like it never did before and she had to sit down. Two hours later during the day, her blood glucose level started to go up and when she changed her site, she found that the cannula was bent. She had nausea, felt terrible and kept going to the bathroom. Her blood glucose level kept on rising from 300 mg/dl to 500 mg/dl. She tried to self-treat it with a bolus via pump and injections. It took her a long time to get dressed and get out of the door. Reportedly, she was shaking as well. On (B)(6) 2019, she was subsequently taken to the emergency room for diabetic ketoacidosis where she had a hard time walking and her finger tips were getting numb. In the past, the patient had a weight loss surgery in 2004 and health care professionals thought that she had a leaky stomach and recently lost 45 lbs. She was diagnosed with gastroparesis. Her blood glucose level was at 526 mg/dl, which they tried to bring down. They told her to remove the pump and when she removed the site, the cannula was found to be bent again. The site location was patient's abdomen, below the belly button and the bent cannula occurred within 24 hours of use. After spending one day in the emergency room, the patient was transferred to a different hospital where she stayed for two days. On (B)(6) 2019, the patient was released from the hospital. The patient might be inserting in a leaner area. The patient and medtronic had discussed different needle lengths in order to avoid these kinds of events in the future. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.